Event description:
Report received of an overdelivery. The pump was returned from clinical service with an unsigned note, "broken, set to deliver 50ml, gave 100ml". Multiple unsuccessful attempts were made to contact the customer for additional information. No further information was received, including patient data, pump settings, or the medication infusing.